Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was associated with a perforation experienced by the patient, which required surgical intervention. It was also noted that rv lead thresholds rose shortly after initial implant. The lead was inactivated, and later removed and replaced. No further patient complications have been reported as a result of this event.